Manufacturer narrative:
Insulin pump was received with bleeding lcd glass and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was broken on the battery hatch. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.